Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 23-oct-2022, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 23-jan-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they have had numbness in their ear ever since the implantable neurostimulator (ins) was implanted. The patient stated that they are not sure if the "major nerve" in their ear was "clipped" or not, or if something put pressure on the nerve. The patient noted that the nerve was not cut, but they believe they have nerve damage. Regarding the numbness of the ear, the patient likened it to "waking from frost bite and it starts hurting, tingling." The patient added that if they rub the left side of their face (same side as the lead), they feel "like a little electric shock there, but not really a shock." They reported this issue to their healthcare provider (hcp), who told the patient they are hoping the numbness will go away in 6-12months. The patient stated that the numbness has gotten a little bit better. The numbness in their ear has not affected their hearing. The patient was redirected to their hcp to further address the issue. The patient mentioned unrelated medical history and stated that (prior to implant date) they had an issue with a nerve behind their elbow.

Event description:
Additional information was received from the consumer reporting that the numbness and nerve damage was from surgery. They will wait and see. The issue was not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.